Manufacturer narrative:
Correction: h6 (annex a & g). Investigation ¿ evaluation. As reported, during flexible ureteroscopy with lithotripsy and stone removal procedure, the "front end" of the basket of 'ncircle tipless stone extractor' broke off. The procedure was successfully completed using another new device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, manufacturing instructions (mi) and instructions for use (IFU), as well as a visual examination of the returned device, were conducted during the investigation. The complaint device was returned in an open package with label. Upon visual inspection, it was found that one wire from basket formation has pulled loose from the distal cannula. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device provides the following information related to the reported issue: ' precautions: do not use excessive force to manipulate this device. Damage to the device may occur.' 'How supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during flexible ureteroscopy with lithotripsy and stone removal procedure, the "front end" of the basket of 'ncircle tipless stone extractor' broke off. The procedure was successfully completed using another new device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) # = exempt. H3: device evaluated by mfg = device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.